Event description:
It was reported that during the laparoscopic appendectomy procedure that the doctor was using the device and it failed to staple a couple of times. Unknown if the procedure was completed successfully. Unknown of any patient consequences.

Manufacturer narrative:
(B)(4), date sent: 7/3/2023, d4: batch # 352c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event described could not be confirmed as the device performed without any difficulties noted and no reload was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.  A manufacturing record evaluation was performed for the finished device batch number 352c67, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) To my knowledge I was not informed of any patient consequences. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6) did the device deliver any staples? Unknown. Did the device cut? Unknown. Was there any difficulty opening the device? Unknown. Is the current patient status known? Unknown.